Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ipp procedures and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of discomfort was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient complained that his inflatable penile prosthesis (ipp) has lack of stiffness and strength during sexual intercourse. In addition, the patient feels that the length of the penis is too short for penetration and the reservoir migrated causing discomfort. A surgical intervention was performed to reposition the reservoir and functionally test the ipp, the device performed well; however, the patient is not satisfied. The patient has peyronie's disease. A patient outcome of fully recovered was reported.